Event description:
Complainant alleged that during a routine shift check, the device prompted a "do not use" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received, and a follow-up report will be submitted when our investigation is completed.